Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the targeting guide were reviewed and identified no deviations or anomalies. The guide was tested with mating components to verify distal nail hole alignment and proper alignment was verified. This device is used for treatment. A complaint history review was conducted for the part and identified no additional complaints for the same lot. The alleged mis-targeting was not reproduced. A definitive root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that during implantation of the distal screw, following placement of the guide and selection of the screw, the screw was noticed to have missed the hole in the nail. The screw was removed and placed free-handed without use of the guide. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that during implantation of the distal screw, following placement of the guide and selection of the screw, the screw was noticed to have missed the hole in the nail. No further information provided.